Manufacturer narrative:
Weight-race:unk. Claim #: (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5 12.1 implantable collamer lens of -8.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. Low vault was observed. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B2-required intervention to prevent permanent impairment/damage (devices) b5-the reporter indicated that a 12.1mm vicm5 12.1 implantable collamer lens of -8.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. After the second examination the diagnosis was that the lens was implanted upside down. On (B)(6) 2022 the lens was exchanged for a same model/size lens but different diopter. The exchange resolved the problem. D6b- (B)(6) 2022. Claim# (B)(4).